Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump alarmed for motor error. The customer's blood glucose level was 247mg/dl. The customer states the pump alarmed for motor position encoder error alarm. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis. The customer states they would hold on to the pump and speak to educator about programing it.